Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from kuwait that during an unspecified surgical procedure, it was observed that the hoses on two motor devices were very weak and were scratched many times from the surgery tools during the operation. It was also reported that after surgery, it was observed that a black color appeared during cleaning of the motor devices. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.